Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon evaluation pulse wires within the distribution node were not connected. The cause for the disconnected pulse wires cannot be positively determined but was likely the result of cold solders. No adverse event resulted from the open connection. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient's sister contacted zoll customer support to report that he is receiving constant call ambulance messages. A patient service representative (psr) assisting this patient then contacted support to report that the patient's monitor displayed "x" over the electrodes and check therapy pad messages, although everything appeared to be in contact with the skin. The patient was issued a replacement electrode belt.